Event description:
Information received from the field notes that the patient had persistent left vena-cava. Since the patient had cancer surgery on the right, the implant was done on the left. One day post implant, the right atrial lead dislodged. The lead was successfully repositioned and remained stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received